Event description:
The surgeon attempted to implant a silicone three piece lens but it broke as it was pushed through the injector. There was no pt contact or injury. The contact did not provide the model and lot numbers of the cartridge and injector used.

Manufacturer narrative:
Eval visual inspection of the product found the lens poorly wrapped, only one piece of the lens was found. Conclusion based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.